Event description:
It was reported by service report that there was a cracked weld on the 30" cross bar weldment. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Crossbar weldment. Manufacturers investigation is still ongoing; if additional information is received, a follow-up report will be submitted.